Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was retained by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two months ago.